Event description:
It was reported that during the endoscopic procedure, the patient experienced extravasation and perforations which was indicated to have no relation to the device itself. Also, during the initial procedure the ureteral wall was noticed to have tissue damage, which was determined to possibly be related to the device. After the initial procedure and before the patient was discharged, the patient experienced fistula and it was indicated that this discovery had no relation with the device itself. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the endoscopic procedure, the patient experienced extravasation and perforations which was indicated to have no relation to the device itself. Also, during the initial procedure the ureteral wall was noticed to have tissue damage, which was determined to possibly be related to the device. After the initial procedure and before the patient was discharged, the patient experienced fistula and it was indicated that this discovery had no relation with the device itself. There were no further patient complications.